Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event information does not indicate a potential manufacturing issue. Both paravalvular leak and aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the available information. The paravalvular leakage was successfully resolved through implant of a second valve, and the aortic regurgitation was deemed acceptable as the physician chose to continue to monitor the patient, with no further medical intervention performed.

Event description:
Medtronic received information that two days post-implant, moderate paravalvular regurgitation was observed on a post-operative tran sthoracic echocardiogram (tte) and later on the discharge tte. There was no treatment or intervention reported, and the condition remained ongoing. Additional information was received that one month following implant, a tte showed severe paravalvular leak. The patient continued to have moderate aortic regurgitation on their six-month tte and increased symptoms of shortness of breath. The patient was admitted to the hospital seven months post-implant and a second transcatheter bioprosthetic heart valve was implanted. The patient was discharged two days later in stable condition. A post-operative echocardiogram revealed moderate aortic regurgitation. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.